Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, it was reported that the device broke due to use. The ipp was explanted and replaced. There were no patient complications reported.